Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial exhibited noise oversensing. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.